Manufacturer narrative:
The device has not been returned to the MFR, at this time, for evaluation. A lot history review (lhr) of revj0100 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter broke and migrated to the right ventricle. The first PICC was removed and another PICC line was placed. After placement of the second PICC the pt had a chest x-ray to confirm tip position and it was noted on x-ray that a piece from above was in pts right ventricle. The pt was taken to interventional radiology and piece of PICC snared and removed.